Event description:
It was reported via fax that tego connectors were causing fluctuations with both arterial venous lumens. Patient went to the clinic twice for check/ once tego removed cvc work's well without any pressure issues or alarms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).